Event description:
The manufacturer received information alleging an issue with a ventilator's power cord. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an open condition was found within the device's power cord. The device's power cord was replaced to address the issue.